Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port exhibited tubing separation from the catheter hub. No serious injury or medical intervention was reported.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port exhibited tubing separation from the catheter hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review was performed on lot number 8187553. The lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one unused nexiva 20ga unit with a package label from lot 8187553. Visual/microscopic evaluation: the extension tubing was separated from the catheter adapter. No adhesive was found on the extension tubing or on the clear port of the catheter adapter. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.